Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. Tandem technical support made multiple attempts to follow up and troubleshoot but received no response.